Manufacturer narrative:
Additional information: date received by manufacturer, adverse event, if follow-up, what type?, device evaluated by manufacturer, event problem and evaluation codes. The reported leak could not be confirmed. The results of the investigation concluded that the sheath passed pressure and aspiration leak testing with no anomalies observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported leak remains unknown as the event could not be confirmed.

Event description:
During the procedure, saline was leaking out from the three-way stopcock. The device was replaced and the procedure was completed with no adverse consequences to the patient.